Event description:
It was reported the patient experienced a return of his preexisting pain, stating he had been pushed with a door and that may have been the cause of this event. The physician assessed the patient's mishap with the door caused the lead to break resulting in high impedances on contacts 1-14. The patient underwent an explant procedure where the lead was replaced, and it was confirmed at that time the lead did not show signs of fracture. The patient did well post-operatively. The device was discarded by the facility and therefore, will not be returned for analysis.

Manufacturer narrative:
Exact date unknown.

Event description:
It was reported the patient experienced a return of his preexisting pain, stating he had been pushed with a door and that may have been the cause of this event. The physician assessed the patient's mishap with the door caused the lead to break resulting in high impedances on contacts 1-14. The patient underwent an explant procedure where the lead was replaced, and it was confirmed at that time the lead did not show signs of fracture. The patient did well post-operatively. The device was discarded by the facility and therefore, will not be returned for analysis.